Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the customer had showered on friday evening and once she got out of the shower, she changed her infusion set and reservoir. Customer then went to bed and woke up the next morning with high blood glucose. Customer completed the set/reservoir change on 05/20. Caller was explained that this can lead to high blood glucose as there was no prime of the tubing. Caller reported that the customer is in the intensive care unit with diabetic ketoacidosis. Customer was sleeping later than normal so she was woken up. Caller stated that they changed out her quickset but the pump was not delivering insulin. Customer was taken to the emergency room and was admitted with a blood glucose level over 600 mg/dl. Customer had symptoms such as nausea, vomiting, lethargy, and a headache. Customer treated with insulin pens. Customer's blood glucose was 469 mg/dl when admitted to the hospital on (B)(6) 2016. Customer is still in the ICU as of (B)(6) 2016.